Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) was not able to recharge their ins; pt stated that they charged the controller, however the equipment was not connecting to their ins. Pt stated that they were in so much pain and that the equipment was just saying that it could not locate the device. Pt stated that sometimes when the equipment would find the device, the equipment would just say that the ins could not be charged. Patient services (pss) had the pt attempt to recharge their ins; pt stated that no device found appeared; pss had the pt select recharge on the no device found screen. Pt stated that they had been doing that as well (going through passive recharge mode) and that the numbers all read at 100, so they would wait the time given and the equipment would try to recharge the ins, however the equipment kept going back to "recharge". Pt stated that on the trying to recharge screen, the three numbers read as 100 100 100. Pss had the pt hold the recharger (rtm) paddle an arms length away from the ins site; pt stated that the numbers then went to 0 100 100. Pt stated that the rtm cord was very tight in the controller and not loose. Pt stated that the rtm was getting very hot. When asked for the event date, pt stated that they would say it was about in the last two weeks. Pt stated that the rtm was bothering them since it would get so hot and then the equipment wasn't able to find their ins. Pt noted that their ins battery was in the red. A replacement recharger (rtm) was sent out to the patient.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed a failure, no device found message. Loose recharger cable at donut. Rms voltage at the h field probe failure. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.